Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a low suspend alarm on the insulin pump. The customer's blood glucose level was 170 mg/dl. The customer does not exhibit symptoms of low blood glucose. The customer was advised about the differences between sensor glucose versus blood glucose. The customer was asked to turn off the sensor then on again in about 5 minutes. The customer was advised should issue persist, then to remove it. The customer was advised that we will send replacement sensor.